Event description:
Revision surgery required due to the patient reporting pain. When x-rays were performed, radiolucencies were observed. During the revision, some suspect metallosis was observed in the synovium, and on the proximal aspect of the femoral stem, which was consistent with the x-ray findings.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.